Manufacturer narrative:
This is a duplicate report of (MFR no.)1818910-2018-62361. 1818910-2019-119501 is being retracted as it is a report duplication. 1818910-2019-119501 will be kept for investigational purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter is a non-healthcare professional. (B)(4).

Event description:
The patient underwent a left knee revision due to loosening of the tibial component, swelling, and pain. The surgeon reported with a little pressure from a bone tamp he was able to dislodge the tibial baseplate confirming the baseplate was loose. He did not comment on the femoral nor patellar components, and they were not revised. The patient was implanted with attune tibial revision system and unknown cement. There were no complications reported. Doi: (B)(6) 2016 . Dor: (B)(6) 2018 (lt knee)